Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level described as "high"; cause was not known. A correction bolus was delivered to address the bg. The customer declined to proceed with a system check at the time of the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.